Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has been alarming power error detected alarm and is unable to charge. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 15.7 mmol/l. No further details or information available. The device will be returned for analysis.